Manufacturer narrative:
Added information to section b3 (date of event). Updated section b4 (date of this report), b5 (describe event or problem) and g3 (date received by manufacturer). H11. Additional manufacturer narrative: corrected description per new information received.

Event description:
Edwards received notification that this 45 year old patient with a 3300tfx29mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 5 years and 11 months due to calcification leading to mixed severe regurgitation and severe stenosis. As reported, patient presented with heart failure symptoms. A 29mm transcatheter valve was implanted within the pre-existing surgical device. Reportedly, patient was noted as to be doing well and discharged home.

Event description:
Edwards received notification that this 45 year old patient with a 3300tfx29mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately 5 years and 11 months due to calcification leading to mixed severe regurgitation and severe stenosis. As reported, patient presented with heart failure symptoms. A transcatheter valve of unknown size was implanted within the pre-existing surgical device. Reportedly, patient was noted as to be doing well and discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia and coronary vascular disease.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 45 year old patient with a valve model 3300tfx29mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately 5 years and 11 months due to calcification leading to mixed regurgitation and stenosis. As reported, patient presented with heart failure symptoms. A transcatheter valve of unknown size was implanted within the pre-existing surgical device. Reportedly, patient was noted as to be doing well and discharged home.